Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hendriks, e. J., lynch, j., swaminathan, s. K., nicholson, p., agid, r., radovanovic, I., pereira, v. M., terbrugge, k., & krings, t. (2021). Embolization strategies for intracranial dural arteriovenous fistulas with an isolated sinus: a single-center experience in 20 patients. Journal of neurointerventional surgery. Https://doi.org/10.1136/neurintsurg-2021-017652 medtronic review of the literature article found review of 20 patients who were treated for isolated sinus dural arteriovenous fistula (davf). Onyx was used in 7 of the initial procures, in 3 of which onyx and coiling were used together. Onyx was used in successful follow-up treatment for 2 patient in whom the initial treat, in which other treatment were tried, were not successful. Of the 7 patients who were treated initially with onyx, 6 treatments were successful. Partial embolization was achieved in 1 case requiring retreatment with a second onyx injection procedure. Retreatment was successful. Ancillary device: apollo 1.5f catheter.